Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 425cc saline prosthesis, catalog #3542670, lot #185847. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor siltex round moderate profile 425cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 8/1/2018. The final fill volume of the impacted product was 470ccs. When the device was explanted, bilateral prosthesis replacement with 475cc mentor memorygel breast implants was performed. The mentor failure analysis lab received the device for evaluation on 8/1/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 9/3/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor siltex round moderate profile 425cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the root cause of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).